Event description:
While setting up a rep's demo unit prior to a hand-assisted nephrectomy procedure, the system displayed error code #3. As no other like devices were available, the surgeon converted to an open procedure to complete the case.

Manufacturer narrative:
Analysis summary: it was reported that the generator is being returned to the service and repair facility with a handpiece error. The analysis site found that the unit boots up with error 3 as soon as the handpiece is plugged in. The site replaced the handpiece cable to correct the customer's complaint. The generator was serviced, then burned in, functionally tested and was found to operate properly. The appropriate engineering personnel have been notified of this incident and we have documented the reported circumstances and analysis results.